Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. Customer did not recall any significant events leading to the keypad issue. Customer had high blood glucose of 487 mg/dl; she treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. No unexpected numbers ramping/scrolling during testing.